Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm, failed battery alarm, and motor error alarm. Customer's blood glucose was 600 mg/dl, which was treated with insulin pump. Customer did not go to the hospital and did not contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles. Customer was not able to continue troubleshooting due to not having battery. Customer would call back when in receipt of new battery and may call paramedics.